Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The pare tip f/depth gauge no. 03.130.250 (p/n: 03.130.250, lot number: l509346) was received at us cq. Visual inspection of the received device indicated that the needle component was bent. No other device issues were identified. This complaint was confirmed as the device needle component was deformed and slightly bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.130.250, synthes lot number: l509346, manufacturing site: (B)(4), release to warehouse date: 28. Aug. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments, the hexagonal screwdriver and hexagonal screwdriver shaft were discovered stripped. The cannulated hexagonal screwdriver tip was noticed bent and will not allow a 2.8 mm pin to pass through it. The tip of the spare tip for depth gauge and the depth gauge were also found bent. There was no patient involvement. Concomitant device reported: unknown 2.8mm pin (part # unknown, lot # unknown, quantity # 1), depth gauge for 1.3mm and 1.5mm screws (part # 319.004, lot # 4384563, quantity # 1), spare tip f/depth gauge no. (Part # 03.130.250, lot # l509346, quantity # 1), cannulated 4.0mm hexagonal screwdriver (part # 314.05, lot # 1688885, quantity # 1), 3.5mm screwdriver shaft hexagonal-long (part # 03.100.033, lot # l377920, quantity # 1). This report is for one (1) spare tip f/depth gauge no. 03.130.250. This is report 3 of 4 for (B)(4).